Event description:
The hcp reported that the pt developed pain and drainage at the incision site of the ipg placement. Cultures were obtained and no organisms were cultured; however, the pt had been on oral antibiotics. The ipg was replaced in 2004.